Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after a routine device replacement procedure a remote transmission showed the right ventricular lead pacing impedance was low and a polarity switch occurred. In-clinic, noise was observed on the lead, however the cardiac resynchronization therapy pacemaker (crt-p) was not detecting (sensing) the noise. The lead was reprogrammed, and the lead and device remain in use. No patient complications have been reported as a result of this event.